Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05552. It was reported that during the ipg replacement procedure on (B)(6) 2021. (Reference: 3006705815-2021-05549). The patient had high impedances present on the leads. As a result, surgical intervention occurred on (B)(6) 2021 and the leads were explanted and replaced. The patient has effective therapy post operatively.